Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was frozen and would not run. It was further noted that the bearings and coupling shaft were corroded. The assignable root cause was determined to be due improper care and immersion. This is further defined as misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during sterile processing, it was observed that the quick coupling device was making a grinding noise. The reporter stated that the device would run through without a k-wire in the attachment. During in-house engineering evaluation, it was found that the device was frozen and would not run. There was no patient involvement reported. It was reported that there was no delay to a scheduled surgical procedure due to the event as an unspecified spare device was available or use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.